Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use a venaseal device to treat the great saphenous vein (gsv). No abnormality regarding degree of the vessel articulation. The IFU (instruction for use) was followed during catheter preparation, procedure, post-procedure. Local anesthesia was utilized. The catheter lumen was not flushed prior to use. The guidewire was used during catheter insertion and placement. No compression was used. The vein has been effectively occluded, with 10 segments treated. A whole-body rash was reported, on october 22, venaseal was used on both lower legs for a recurrent case. A 2-week supply of antihistamines is given for each case. On october 30, 5mg of steroid was given due to a rash at the wound site. Since the morning of november 6th, patient visited the hospital due to redness all over the body. Currently undergoing treatment after being transferred from the department of vascular surgery to thedepartment of dermatology.

Manufacturer narrative:
Additional information: the patient symptoms are resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.